Event description:
The barcode scanner on the ortho summit sample handling system misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and verified the issue. Fse inspected the samples tubes. The barcode reader was reading a low placed sample tube bar code and capturing part of the number. Fse replaced the barcode scanner and performed a diagnostic verification. The customer plate was re-pipetted with the same samples and fse verified the instrument read the barcodes correctly. In addition, fse ran a dummy plate with no errors. The instrument was inspected, tested without further problems, and was returned to expected operation.